Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode of stopper pop off, bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. CAPA 1875009 has been initiated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the stopper popped off flying across the room. Customer states that as she was going to place the tubing sample in the biohazard bag for pickup, the top popped off and shot across the room and the plasma sample came out of the tube. Sample did not get on the employees skin or clothing and no adverse events occurred.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the stopper popped off flying across the room. Customer states that as she was going to place the tubing sample in the biohazard bag for pickup, the top popped off and shot across the room and the plasma sample came out of the tube. Sample did not get on the employees skin or clothing and no adverse events occurred.